Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, abnormal uterine bleeding and paratubal cyst on (B)(6) 2021 and uterine cyst on (B)(6) 2021. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (endometrial ablation, laparoscopic removal of essure coil, bilateral salpingectomy, and hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure coil was identified and removed in multiple pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22 kg/sqm. [Pathology test] on (B)(6) 2021: specimen type: a. Fallopian tube, right, salpingectomy. B. Fallopian tube, left, salpingectomy. Final diagnosis: a. Fallopian tube, right, salpingectomy - benign fallopian tube with complete cross section identified. Negative for dysplasia. B fallopian tube, left, salpingectomy - benign fallopian tube with complete cross section. Negative for dysplasia. Benign paratubal cyst. Clinical history: clinical diagnosis: abnormal uterine bleeding, pelvic pain in female, encounter for removal of the essure. Gross description: a. Container designated: "right fallopian tube.". Specimen: fragmented, fimbriated fallopian tube. Length: 6.7 cm. Diameter: 0.4 cm. Fimbriated end: present, grossly normal. Serosa: tan-gray, smooth. Lumen: patent, stellate. B. Container designated: "left fallopian tube.". Specimen: intact, fimbriated fallopian tube. Length: 6.2 cm. Diameter: 0.5 cm. Fimbriated end: present, grossly normal. Serosa: tan-gray, smooth. Lumen: patent, stellate. Tube. Additionally, a 1.2 x 0.1 cm coiled portion of silver colored metal consistent with essure device is identified in the proximal end of the fallopian tube. [Ultrasound scan] on (B)(6) 2021: uterus: measures 9 x 3.8 x 4.6 cm. Endometrial stripe: 0.91 cm. Heterogeneity of the endometrial stripe with fluid in the endometrial canal, likely blood products given that patient is actively menstruating. Small cyst within the endometrial stripe, similar to prior. Right ovary: 2.4 x 3 x 2.5 cm. No suspicious ovarian mass. Normal low resistance blood flow to the ovary. Left ovary: not visualized. The urinary bladder is partially distended and unremarkable. Impression: 1. Heterogeneity of the endometrial stripe with fluid in the endometrial canal, likely blood products, given the patient is actively menstruating. 2. Small cysts within the endometrial stripe, similar to prior. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, abnormal uterine bleeding and paratubal cyst on (B)(6) 2021 and uterine cyst on (B)(6) 2021. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (endometrial ablation, laparoscopic removal of essure coil,bilateral salpingectomy, and hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure coil was identified and removed in multiple pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22 kg/sqm. [Pathology test] on (B)(6) 2021: specimen type: a. Fallopian tube, right, salpingectomy. B. Fallopian tube, left, salpingectomy. Final diagnosis: a. Fallopian tube, right, salpingectomy - benign fallopian tube with complete cross section. Identified. Negative for dysplasia. B fallopian tube, left, salpingectomy - benign fallopian tube with complete cross section. Negative for dysplasia. Benign paratubal cyst. Clinical history: clinical diagnosis: abnormal uterine bleeding, pelvic pain in female, encounter for removal of the essure. Gross description: a. Container designated: "right fallopian tube." . Specimen: fragmented, fimbriated fallopian tube. Length: 6.7 cm. Diameter: 0.4 cm. Fimbriated end: present, grossly normal. Serosa: tan-gray, smooth. Lumen: patent, stellate. B. Container designated: "left fallopian tube.". Specimen: intact, fimbriated fallopian tube. Length: 6.2 cm. Diameter: 0.5 cm. Fimbriated end: present, grossly normal. Serosa: tan-gray, smooth. Lumen: patent, stellate. Tube. Additionally, a 1.2 x 0.1 cm coiled portion of silvercolored metal consistent with essure device is identified in the proximal end of the fallopian tube. [Ultrasound scan] on (B)(6) 2021: uterus: measures 9 x 3.8 x 4.6 cm. Endometrial stripe: 0.91 cm. Heterogeneity of the endometrial stripe with fluid in the endometrial canal, likely blood products given that patient is actively menstruating. Small cyst within the endometrial stripe, similar to prior. Right ovary: 2.4 x 3 x 2.5 cm. No suspicious ovarian mass. Normal low resistance blood flow to the ovary. Left ovary: not visualized. The urinary bladder is partially distended and unremarkable. Impression: 1. Heterogeneity of the endometrial stripe with fluid in the endometrial canal, likely blood products, given the patient is actively menstruating. 2. Small cysts within the endometrial stripe, similar to prior. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.